Event description:
Patient reports pump sn (B)(4) due 10/26/2019 will beep a few times and just shut off. Patient has two other functional pumps. Patient's sending pump back solicited. No other information available. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes was any medical intervention provided? Is the actual device is available to be returned for investigation? Yes. Reported to (B)(6) by: patient/caregiver. Strength 2.5 mg/ml. Dose or amount: 0.034 ml/hr. Frequency: continuous. Route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.